Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 28, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device (specific date not reported). This report is submitted on march 11, 2022.

Manufacturer narrative:
This report is submitted on may 27, 2021.

Event description:
Per the clinic, the patient complained of pain. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.